Event description:
As reported by the cec adjudication committee, a (B)(4) study patient experienced peri-procedural myocardial infarction. The indication for the index procedure was stable pectoris. At that time, angiography revealed 85% stenosis to the mid left anterior disease (lad). The lesion was described as 39mm in length, class c, de novo and heavily calcified. The reference vessel was 3.05mm in diameter. A 3.0 x 23 cypher rx stent was implanted at 18atm. The stent was post dilated as standard procedure with a 2.5 x 15 balloon at 14 atm. A second study stent was deployed overlapping and distal to the initial study stent, due to initial stent not fully covering the lesion. The second 2.75 x 18mm cypher rx was implanted at 18atm. The stent was post dilated with a 2.5 x 15mm balloon at 16atm and post residual stenosis was 0%. At pre-procedure, the ck peaked at 96 (170 iu/l), the ck-mb peaked at 12 (1.3 ng/ml) and the troponin peaked at 2.2 (0.04 ng/ml). At 6 to 12 hours post procedure, the ck peaked at 96, the ck-mb peaked at 12 and troponin peaked at 2.2. At discharge, the ck peaked at 96, the ck-mb peaked at 12 and the troponin peaked at 2.2. Per the cec adjudication minutes received on 5/8/2012, the patient experienced angina during the procedure which persisted even after intracoronary ntg. The ECG core lab reported no new major st-t abnormalities and no q waves. There were no other procedure complications and the patient was discharged the next day. The cec adjudication committee determined that the patient experienced a peri-procedure mi. The committee reported the event as related to the device and related to the procedure.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history including dyslipidemia and hypertension. The indication for the index procedure was angina. Angiography revealed an 85% stenosis in the mid lad. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Two study stents were implanted and post-dilation was completed successfully in the mid lad lesion. The second study stent was deployed distal and overlapping to fully cover the target lesion. The patient experienced chest pain during the procedure, that persisted despite ic nitroglycerine administration. The site reported a 0% residual stenosis, no dissection and timi 3 flow. The chest pain continued post-procedure, severe rca disease was noted and a staged procedure at a later date was planned. Peri-procedure the ck was 37, the ckmb was 1.3 and the troponin was 0.01. The first post-procedure set revealed the ck was 34, the ckmb was 1.2 and the troponin was not tested. The second post-procedure set was ck 76, the ckmb was 9.0 and the troponin was not performed. The following day the ck was 96, the ckmb was 12.1 and the troponin was 2.2. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The core ECG lab reported no new major st-t abnormalities and no q waves. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.

Manufacturer narrative:
Concomitant medications: aspirin 81mg qd, simvastatin 20mg qd, enalapril 20mg bid, hydrochlorothiazide 12.5mg qd and os-cal plus dv 1000mg bid. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00244 and 3003742446-2012-00247.